Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.0. Week of (B)(6) 2010, inr: 3.2. Date: (B)(6) 2010, inr: 3.2. Therapeutic range: 2-3 inr. Pt was advised to increase intake of 'greens' a week prior to (B)(6) 2010.